Event description:
Ous MDR - the device could not pass the calcified lesion in a distal lcx.

Manufacturer narrative:
It was intended to tread a calcified lesion (85% stenosis degree) in the distal lcx. The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The returned balloon shows no signs of inflation. The folded balloon profile was measured to be within specifications. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material- or manufacturing related root cause was determined. The reported event is most likely related to the patient's anatomy (calcified lesion and high stenosis degree).